Manufacturer narrative:
(B)(4).

Event description:
The customer reports a pin hole and leaking in the extension line. The catheter was replaced.

Manufacturer narrative:
Qn# (B)(4). The customer returned one single-lumen PICC catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. The catheter body was trimmed and the extension line contained adhesive residue. After the catheter failed functional testing, the location of the leak was microscopically examined. A small slit was found on the extension line. The slit was smooth, indicating the damage was caused by contact with a sharp object (scissors, needle, etc.). The returned catheter body was trimmed to 145 mm. The slit in the extension line body was located 30 mm from the juncture hub. The inner and outer diameter of the extension line were measured and were found to be within specification. This indicates that the wall thickness measured as expected. The returned catheter was functionally tested for leaks by clamping the distal end and injecting water into the extension line using a water-filled lab inventory syringe. When the catheter was pressurized , water leaked from a slit in the extension line body. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user , "do not use scissors to remove dressing to reduce the risk of cutting the catheter". The customer report of an extension line leak was confirmed by complaint investigation. The returned catheter contained a small slit on the extension line; the damage was consistent with the extension line coming into contact with a sharp object (scissors, needle, etc.) The sample passed all dimensional testing and a device history record review was performed based on sales history with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports a pin hole and leaking in the extension line. The catheter was replaced.